Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.

Event description:
It was reported by a us site that the patient was seen in clinic today and site noted physical damage to the controller at power connection 1. A controller exchange was performed, the patient tolerated this very well with no problems, exchanging the controller resolved the problem. No additional information is available. The investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power port 1 connector found slightly loose from the controller housing; however, the port performed proper mating and locks action when a power source was connected and the controller passed functional testing. The confirmed malfunction is related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, this issue is currently being investigated by the supplier. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.